Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, a photo of the retrieval catheter was provided from the account. There is no separation visible in the provided photo. The photo shows the distal end of the retrieval catheter intact and advance over a wire. There is blood visible which was reported to have been transferred from the physicians¿ gloves. Based on the reported information, there is no indication that the reported material separation is related to a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that upon opening the retrieval catheter of the large emboshield nav6 embolic protection system (eps) to be used in the procedure, half of the retrieval catheter was noted to be missing. Therefore, the retrieval catheter was not used in the procedure. There was no reported patient involvement and no clinically significant delay reported in the procedure. A non-abbott eps was used to complete the procedure. No additional information was provided.